Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 447mg/dl. Customer states that insulin pump's display went black. Customer also reports that insulin pump alarmed for motor encoder position error. Customer states that drive support cap was normal. Troubleshooting was performed and the insulin pump turned back on. Customer also informed that she was hospitalized. Insulin pump will be returned for analysis.